Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the cgm value displayed 40 mg/dl and alarmed. The patient had symptoms of nausea and vomiting. She consumed fanta soda and glucose tablets, which temporarily increased her glucose level to approximately 80 mg/dl on the cgm, however, her levels dropped again shortly afterward. She called 911, and upon arrival, ems checked her fingerstick blood glucose (fsbg), which showed 90 mg/dl, while her cgm continued to read approximately 40 mg/dl. As she did not have a glucometer at home and lived two hours from a medical facility she was transported via ems to the ER for evaluation. She was given IV fluids in route to the hospital. At the ER her bg fs value was 100 mg/dl, while the cgm still displayed readings around 40 mg/dl. She received treatment with anti-nausea medication (zofran) and monitored for approximately three hours. During her stay, she was given a turkey sandwich to maintain her bg level. Upon discharge, the patient reported feeling well, with blood glucose values ranging between 118¿127 mg/dl. After treatment she was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient first has symptoms. The reported glucose values fall within the b zone of the parkes error grid when ems checked. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.